Manufacturer narrative:
(B)(4). Implanted in 2004. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right knee arthroplasty approximately 13 or 14 years ago. Subsequently, the patient is being considered for revision due to poly wear. No revision is scheduled to take place at this time. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Xray review indicated that the lateral compartment metal-on-metal appearance suggesting underlying polyethylene wear. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.